Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. Philips spoke with the customer and verified the failure. The customer was shipped a new battery under warranty which resolved the failure.

Event description:
The customer reported that the battery failed to charge.